Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fbf instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The fbf instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The fbf instrument was also found to have damage of the conductor wire¿s insulation. Electrical continuity was performed and passed. There was no thermal damage observed. The root cause of this failure is attributed to a component failure. Additionally, the fbf instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.119¿ ¿ 0.214¿ in length and were not aligned with the tube axis. The root cause of this failure is attributed to mishandling. A review of the instrument log for the fbf instrument associated with this event was performed. Per logs, the fbf instrument was last used on (B)(6) 2021 on system (B)(4).the fbf instrument had 3 uses remaining after last use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument was found to have a broken wire. There was no report of patient involvement.